Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow keypad button was intermittently responsive for two years and reported that recently the up arrow keypad button gave a delayed response to button presses. The patient denied physical damage to the rubber keypad and reported no tears or holes. The patient reportedly wore the pump outside of clothing with no protective case and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses with increased force to elicit a response. All other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.